Manufacturer narrative:
Date of event is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 3006705815-2022-01285. It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg and lead site. As a result, surgical intervention occurred wherein the system was explanted to address the issue.